Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The manufacturer representative (rep) reported that the patient was registered with the wrong serial number for their implantable pulse generator (ipg). Therefore, an incorrect serial number was listed on the identification card that was sent out to them. A corrected identification card was sent to the patient. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.